Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer, an investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. Although the physician believes the pneumothorax would have likely occurred if another biopsy modality was performed, the cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section d4 is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacturer.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure a patient developed a pneumothorax requiring a chest tube and hospitalization. Intuitive surgical, inc. (Isi) contacted the physician and obtained the following additional information regarding the reported event: the physician reported that he believes the ion navigational bronchoscopy caused/contributed to the pneumothorax and that the pneumothorax would have likely occurred with the use of another biopsy modality. Two lesions were biopsied: "lul apical 1.0cm solid component 24mm from pleura" and "lul anterior 1.0cm solid component 3mm from pleura." The procedure was completed. Images/videos of the procedure are available for review. Post-procedure, the patient experienced shortness of breath and a pneumothorax was identified via chest x-ray. The initial size of the pneumothorax was reported as a moderate left pneumothorax, greater than 2cm. A chest tube was immediately inserted and the pneumothorax resolved. The patient was admitted for observation and discharged home within 24 hours. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.